Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was installed on one of the arms and it was performing well. During the procedure, the surgeon noticed that the instrument was not responding to some of the movement of the masters, like rotating and the opening of one of the jaws. After that, the first assistant removed the instrument from the instrument arm of the patient cart and determined that one of the cables of the pole was broken. There was no injury reported to the patient. Nothing fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to perform failure analysis at the time of this report.